Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may be exhibiting early battery depletion. It was reported that the device went from beginning of life (bol) to middle of life 1 (mol1) in three months. Now three months later the device is at middle of life 2 (mol2). A boston scientific technical services (ts) consultant recommended sending in a disk for analysis, and the boston scientific sales representative stated he would send it in via email. The device is part of the advisory population described in the physician communication on june 23, 2005.